Event description:
Facility is supplied with fore arm crutches made by rubbermaid inc. Rptr was given a defective pair of fore arm crutches by the hosp. Fore arm crutches were returned to the dir of the hosp. Rptr wad to ID the defective crutches would be returned to the MFR, rubbermaid inc.